Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to low blood glucose levels. Customer stated they were experiencing blood glucose levels around 59 mg/dl, which led them to believe the device may not be delivering insulin. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, the reservoir was reinserted into insulin pump and customer verified display screen shows correct amount of insulin. Customer verified device was not leaking and did not alarm. Informed customer the device is functioning properly and to monitor. Nothing further reported.